Manufacturer narrative:
The reported event on the autopulse platform (sn (B)(4) ) displaying user advisory (ua) 17 (motor on for too long during active operation) error message was not reproduced during functional testing; however, was confirmed through the archive data review. The platform performed as intended. No device malfunction was observed during the testing. The root cause of the reported issue based on the archive was due to the size and the stiffness of the patient's chest. Upon visual inspection, unrelated to the reported complaint, observed crack at the front end area of the front enclosure and torn load plate cover. The root cause was due to user mishandling such as a drop. Front enclosure and load plate cover were replaced to address the physical damages. The archive data review indicated the user advisory (ua) 17 error message was noted around the reported event date, confirming the customer's complaint. The archive revealed the (max load sum exceeded 59 lbs.) Which indicates the size of the patient is too small and light in weight during the take-up. However, the take-up target and the encoder take-up end values indicated the patient chest circumference is very large in size. Performed the load cell characterization, the results confirmed both cell modules are functioning within the specification. Perform the run_in test using the 95% patient test fixture (lrtf) with good known test batteries, until discharged without any fault or error. Following service, the autopulse platform passed the load cell characterization test and the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During patient use, the autopulse platform (sn (B)(4) ) displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message. Following this, the crew immediately performed manual CPR. Rosc (return of spontaneous circulation) was achieved. No consequences or impact to patient.